Event description:
It was reported that a user experienced persistent hyperglycemia for approximately 20 hours with values around 209 mg/dl despite corrective insulin delivery from the ilet, with no delivery alarms and an infusion set change completed twice; one cartridge was noted wet and the infusion site was relocated to a new approved area, after which glucose decreased to 140 mg/dl and stabilized. Symptoms included hyperglycemia. Outcomes included self-management at home without hospitalization. Investigation included review of device data and user troubleshooting guidance, including infusion set and site changes and education on site rotation. Investigation of this case revealed that insulin delivery appeared to occur without system alarms, and the resolution following site relocation is consistent with site-related absorption issues; the wet cartridge and prior site location suggest a possible infusion set or site-related issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.